Manufacturer narrative:
No conclusion can be made at this time. A photo of the explanted device was provided. Review of the photo confirms the device is consistent with ventralex mesh patch. The photo shows an explanted portion of the device, with a mesh on one side and eptfe material on the other and an inner pet recoil ring. The implant is not intact at this time, as it appears it was dissected to facilitate removal. The device is contaminated with blood and debris. Product identifiers (cat/lot) were not provided and without a lot number a review of the manufacturing records is not possible. Requests have been made to obtain additional information about the event. To date the requested information has not been provided. Should additional information be obtained, a supplemental emdr will be submitted. Not returned.

Event description:
A surgeon in costa rica performed an explant procedure for previously placed umbilical hernia patch. The doctor later showed a photo of the explanted device to bd sales representative. Doctor asked if this mesh was bard device. Patient was operated on 2 years ago in USA so there were no product identifiers available. Visual examination of the explanted mesh finds it to be consistent with bard/davol ventralex device.

Manufacturer narrative:
No conclusion can be made at this time. A photo of the explanted device was provided. Review of the photo confirms the device is consistent with ventralex mesh patch. The photo shows an explanted portion of the device, with a mesh on one side and eptfe material on the other and an inner pet recoil ring. The implant is not intact at this time, as it appears it was dissected to facilitate removal. The device is contaminated with blood and debris. Product identifiers (cat/lot) were not provided and without a lot number a review of the manufacturing records is not possible. Requests have been made to obtain additional information about the event. To date the requested information has not been provided. Should additional information be obtained, a supplemental emdr will be submitted. This is an addendum to the initial emdr to document additional information provided which included the lot number for the implant. The additional information provided was limited to the implant operative report and an allegation of explant due to pain. There is no indication in the information provided as to what may have been the root cause for the pain experienced by the patient approximately ten yeas post implant. No conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note the date of event / explant are estimated based on the information provided. Not returned.

Event description:
A surgeon in costa rica performed an explant procedure for previously placed umbilical hernia patch. The doctor later showed a photo of the explanted device to bd sales representative. Doctor asked if this mesh was bard device. Patient was operated on 2 years ago in USA so there were no product identifiers available. Visual examination of the explanted mesh finds it to be consistent with bard/davol ventralex device. Addendum per medical records and information provided by surgeon: on (B)(6) 2009 the patient was diagnosed with an umbilical hernia and underwent a repair with implant of a bard ventralex mesh. Per the implant op report, ¿the hernia defect was noted to be a little over 1 cm in size. A small ventralex patch was introduced into the abd cavity. There was excellent ring deployment and the patch was secured to the abd wall with vicryl sutures." As reported by the explant surgeon, the patent underwent removal of the ventralex mesh due to pain (2019).